Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarms were noted. However, unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside the device and passed. The device had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 90 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.